Event description:
Customer reported known group rh(d) positive patient failed to react in the anti-d microtube of the mts a/b/d monoclonal and reverse grouping card lot #050107037-23. A positive reaction with anti-d antisera was obtained by repeating test using another card from the same lot. Prior to this incident, the customer had obtained positive test results in the anti-d microtube. Information was not provided regarding whether the erroneous test results influenced physician decisions. Death or serious injury to the patient was not reported.

Manufacturer narrative:
Sample and cards were returned by the customer for investigation. The sample reacted positive (4+) with retained and returned cards. The customer's complaint was not verified. No definitive root cause was identified for the reported event. However, omission of test samples, user error (technique) or improper handling/storage of product at the customer site cannot be ruled out. A complaint review indicates no other similar complaints have been logged against this lot.